Event description:
The customer reported the touchscreen locks up intermittently during surgery. The system was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The touchscreen was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).